Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated and intended with the brainlab navigation involved, and the desired diagnostic sample was not retrieved at this surgery, despite according to the surgeon: the surgeries were only to retrieve a diagnostic sample, not to remove or treat the lesion. The final outcome after revision surgery was successful as intended with the desired diagnostic sample retrieved, with no change of the already existing craniotomy. There was no (direct or increased) risk to harm a critical structure, e.g. Important brain tissue or blood vessels, due to the biopsy attempts nor the craniotomy. There was no harm or negative effect to the patient due to the initial surgery or its biopsy attempts, neither due to prolong of the initial surgery/anesthesia of ca. 1h, nor due to the repeat of surgery/anesthesia of ca. 1h for the revision surgery. There are further no remedial actions necessary, done or planned for this patient. Hospitalization was prolonged by two days due to scheduling the revision surgery. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the reported deviation from the intended target (center of tumor) by approximately 15mm is due to: the pre-surgical CT scan used did not fulfill the brainlab requirements, i.e. It did not contain all necessary surfaces of the patient's head and ended at the eyes, in combination with a point acquisition by the user for the patient registration to navigation not as required: points were not taken in all necessary areas on the face including both sides of the head also below the height of the eyes and the entire profile of the nose, since these areas were missing in the CT scan used for navigation. As a result, this caused the navigation software to not find an accurate match as desired in the region of interest for this specific procedure, between the pre-operative image dataset and actual patient anatomy. Apparently the resulting deviation of the navigation display was not detected by the user before making the incision and performing the open biopsy, with the necessary accuracy verification of navigation after registration and throughout the procedure. As a further observation, different reflective marker spheres than recommended by brainlab have been used for all equipment/instruments for navigation: brainlab has not validated any marker spheres other than the ones manufactured by brainlab or ndi in conjunction with brainlab navigation systems, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres used for this case. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy for retrieval of a diagnostic sample of a lesion, located left frontal in the brain with its center ca. 3cm deep in the skull, with an irregular shape sized in between ca. 10-15mm, has been performed with the aid of the brainlab cranial navigation version 3.1. The pre-operative CT scan used with navigation was acquired the same day before the surgery. A trajectory was planned as a path to follow with non-navigated instruments for the open biopsy approach. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching, acquiring registration points using the softouch on the patient's skin surface to match the display of the navigation to the current patient anatomy, verified the accuracy and accepted the registration to proceed. Removed the unsterile navigation reference array, draped the patient, and attached a sterile reference array. Determined the planned trajectory with the navigated pointer on the patient's anatomy, and at its entry point performed the incision and the craniotomy with a size of ca. 3cm. Followed the preplanned path with non-navigated instruments in the brain for this open approach, using the navigated pointer for orientation, took a sample at the planned target displayed by the navigation, and provided it to pathology. One sample was intended. Since the sample was not pathological, took two more samples, which were also not pathological diagnostic as desired. Decided to end the surgery and closed the patient. A post-surgery CT scan was performed, from which the surgeon determined that the biopsies taken deviated by ca. 15mm posterior from the intended/planned target. A revision biopsy surgery was planned for this patient and took place 2 days later on (B)(6) 2020. The revision biopsy surgery was performed with the same brainlab navigation equipment using the same already existing craniotomy (bone flap), and the desired diagnostic sample was retrieved from the correct target. According to the surgeon: the surgeries were only to retrieve a diagnostic sample, not to remove or treat the lesion. The final outcome after revision surgery was successful as intended with the desired diagnostic sample retrieved, with no change of the already existing craniotomy. There was no (direct or increased) risk to harm a critical structure, e.g. Important brain tissue or blood vessels, due to the biopsy attempts nor the craniotomy. There was no harm or negative effect to the patient due to the initial surgery or its biopsy attempts, neither due to prolong of the initial surgery/anesthesia of ca. 1h, nor due to the repeat of surgery/anesthesia of ca. 1h for the revision surgery. There are further no remedial actions necessary, done or planned for this patient. Hospitalization was prolonged by two days due to scheduling the revision surgery.